Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The device was received stucked in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. A cracked reservoir tube lip was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the displacement test and the test failed. Reviewed the alarm history and found no reservoir and motor error alarms. The customer was unable to clear the alarm. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.